Event description:
Fetus died, despite stv being >4 on 6 traces done over the 2 days before the baby's death. In the manual there is a table showing that the probability of fetal death, when stv >4 is zero. However, the analysis had also failed to meet the criteria on 5 traces (not clear if these were 5 out of the 6, or 5 different traces), with significant risk indicators, including sinusoidal pattern. These risk indicators would appear to have been ignored.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer huntleigh healthcare (B)(4). (B)(4). A complaint was received via our (B)(4) distributor relating to an incident at a (B)(6) hospital, in which a fetus had died. One of our team fetal monitors was used to monitor this fetus on a number of occasions in the period immediately preceding the fetal death - the exact timescale between the last monitoring session and the time at which the fetus was determined to be dead is not known. Conclusion: from the investigation, the following conclusions are drawn: this fetus death is in no way associated with any malfunction or fault in our product.